Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood on the proximal and distal portions of the lead (not obstructed) and both the proximal and distal conductors were kinked/buckled and pulled/stretched/overstressed. The lead was damaged an implant. (B)(4).

Event description:
It was reported that during an implant procedure, the guidewire became difficult to pass through the left ventricular lead due to what was possibly blood coagulation in the lumen of the lead. The physician flushed the lead, however the same issue persisted and the physician noted there may be a malfunction of the lead tip seal. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.